Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll barrel / flange damaged. A pinhole was observed around the tip of barrel. Additional information: pinholes at the tip of the syringe were seen at two facilities. The situation at the time of discovery is as follows. (1st facility) when I took out the syringe after opening the kit product, I was able to confirm that there was a hole in the tip of the syringe, so I stopped using it. (2nd facility) during use, a leak occurred and a pinhole was noticed. Information on the chemicals used was not available.